Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the unicel dxi 800 access immunoassay system for one patient. A patient sample when tested gave an accutni result of 6.38ng/ml which upon repeat gave a result of 0.05ng/ml. Another sample was obtained from this patient which when tested gave a "negative" result (the actual result was not supplied) and a repeat result of 0.039ng/ml. The erroneous result was reported outside of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was li heparin plasma and centrifuged for 3 minutes at 7000 rpm. Qc was within the customer's established ranges. System check performed a day after the event was within specifications. A field service engineer (fse) was on-site (B)(4) 2009. Fse performed repairs, some cleaning and replaced peri-pump tubing and one aspirate probe. System check, qc, precision run and verification testing all passed within specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.